Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported while using the curved suture needle on the patient, the needle broke into two pieces. It was noted the suture needle was not put under any kind of unusual stress at the time it broke. There was no patient death or complications reported.